Manufacturer narrative:
Additional information to the initial MDR in field b5.

Event description:
It was reported that the patient reported falling, being hospitalized for four days, and being instructed by medical team to wear a medical alert necklace. Patient believes their last programming visit was before the hospitalization. Additional information was received that the fall was not device related.

Event description:
It was reported that the patient reported falling, being hospitalized for four days, and being instructed by medical team to wear a medical alert necklace. Patient believes their last programming visit was before the hospitalization.